Event description:
The customer received a questionable troponin t result for one patient sample after a separate sample was tested that had not been properly centrifuged. The initial result was 0.076 ng/ml. They reran the same sample on their other cobas e411 analyzer and the result was 0.098 ng/ml. This result was believed to be correct and was reported outside the laboratory. There was no adverse event. The troponin t reagent lot number was 17505301 with an expiration date of 11/30/2014. The field service representative found there was a damaged measuring cell and replaced it. He ran performance testing, checked system performance with a precision run and ran a sample to compare results between the two cobas e411 analyzers. He performed mechanical and diagnostics checks which all passed and ran calibrations and qc which all passed per specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.